Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that his boluses were not delivered and that the infusion set had been ripped out. No blood glucose reading was given. Nothing further was reported.